Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with two unspecified mentor saline implants experienced left-sided deflation and wound infection. In the end of 2014, the patient experienced left-sided breast pain. In addition, the patient suffered several unexplained systemic symptoms such as difficulty breathing, body aches, fevers, and autoimmune deficiencies (unspecified). For the symptoms, the patient was prescribed with antibiotics. However, the root cause of the patient¿s symptoms is unknown. In the middle of 2016, ultrasound indicated left-sided deflation, and wound infection was observed on her left breast. Her physician advised to wait on a removal surgery till the infection was completely healed. As a result, the patient underwent removal without replacement sometime in 2016. The dates of implantation, event, and explantation were estimated as (B)(6) 2007, (B)(6)2014, and (B)(6) 2016 respectively, based on the reported information. The patient stated that she was hospitalized for almost a month after the surgery. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 14-aug-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was estimated as (B)(6) 2016. However, additional information indicated that the actual date of explantation is (B)(6) 2016. The relevant field has been updated. On 17-aug-2020, mentor received additional information regarding the suspected medical devices. The patient¿s pathology report indicated that the devices were manufactured by another company, and mentor will not continue on the product investigation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).